Event description:
It was reported that the handheld was freezing at the vns therapy home screen. A hard reset was performed and when the alignment screen came up the handheld was unresponsive to the stylus. The nurse was provided a new programming tablet and the handheld was returned to manufacturer on (B)(6) 2013. Analysis of the handheld and flashcard are underway, but have not been completed to date.